Manufacturer narrative:
Product analysis the device was received with the external slider partially retracted. The stent graft had been deployed prior to receiving the device and was not received alongside the device. Deformation was evident along the graft cover, at the stent stop and at the distal edge of the graft cover. Deformation and separation were observed to middle and distal end of the spiral tubing. When flushed, liquid exited the distal end of the graft cover. An in-house 0.035-inch guidewire was backloaded through the taper tip but could not be advanced past the deformation at the distal end of the spiral tubing. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant iis main body stent graft was deployed following the IFU. After release of the suprarenal fixation the contralateral limb was cannulated and a stiff non medtronic wire was advanced. A measurement was made to determine limb length. The limb was prepped as per the IFU and advanced over the guidewire to the appropriate level of overlap at the flow divider. The device was deployed utilizing the blue handle and rotating it counterclockwise. Upon completion where the limb was fully deployed within the left common iliac, the physician attempted to perform the grey to blue recapture but met resistance with the dilator tip mid limb. This was attempted a few more times while rotating the device counterclockwise but still could not recapture the dilator tip. Upon magnification an area in the limb was identified where the limb looked irregular (compressed/twisted per the physician). The physician then opted to finish deployment of the ells main body and ipsilateral limb. After, a 7fr tourguide was advanced to the level of the bifurcation and the physician directed a wire and catheter down the contralateral limb to the level of the area in question. Here it was attempted to pass the wire utilizing several different configurations of wires and catheters but could not pass the area in question. An angiogram was performed and showed no contrast going by this area. Several more attempts were made to pass the area with a wire. After which the physician tried to pull the device through this area. It was met with great resistance and upon pulling the device it was noticed that the overlap with in the contralateral gate was coming apart. He inflated a reliant balloon in the proximal neck and continued to pull the device until the limb completely detached from the endurant main body. The dilator tip was still not fully retracted so it was continued to be pulled with great force until the dilator tip came through the limb which had become compressed within the common iliac. The grey to blue technique was performed in the external iliac and the device was removed and replaced with a 12 fr sheath. The physician ballooned the limb and performed an angio. A non-medtronic stent was placed in the limb and ballooned with 12mm and 14mm balloons. The physician then placed a etlw1610c156e through the etlw1624c146e and deployed it from the appropriate overlap in the contralateral limb to the left external iliac artery. After ballooning and angio performed, the physician opted to place another non-medtronic stent (9mmx59mm) inside the etlw1610c156e at an area of compression and in to the external iliac. The final angiogram showed that the aneurysm had been excluded and there was patency through the main body and both limbs. Per the physician the cause is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft compression/deformation and removal difficulties were confirmed on the films provided. The cause of the ste nt graft compression could not be conclusively determined. The procedural angiography received did not show the deployment of the contralateral limb or the exact moment when the deformation occurred. The removal difficulties appear to be associated with the stent compression/deformation, which demonstrated significant narrowing and blockage of the stent graft lumen. A complete separation between the contralateral limb and the stub leg of the bifurcated stent graft during the removal attempts was also confirmed and resulted in a type iiia endoleak. Additionally, it appeared that the proximal radiopaque markers of the contralateral limb were not aligned with the radiopaque marker of the flow divider and were positioned approximately at the mid-length of the stub leg of the bifurcated stent graft. This may have also been a contributing factor to the component separation and the subsequent type iiia endoleak observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.